Manufacturer narrative:
Device not returned.

Event description:
It was reported that a resume pump alarm occurred. No notable events occurred prior to the alarm. Reportedly, the alarm was cleared and insulin delivery was resumed. Customer's blood glucose was 150 mg/dl.